Event description:
One week s/p ICD insertion brought into ed by ems, stating defibrillator had gone off 10 times in 20 minutes. Denied dizzines, loc, chest pain, palpations, diaphoresis, and n/v. Stated first shock since 03/2004. Transferred to pacemaker center after discussion with arrhythmia fellow. Device interrogation confirmed multiple shocks. Ekgs consistent with sensing malfunction, not arrhythmia. ICD turned off and pt admitted for surgical revision of ICD. Three days later to or. Intra-operatively, successful in demonstrating/reproducing noise induced shocking as well as inapropriate sensing on both atrial and ventricular leads. Replacement of new ICD. Post op course unevenful. The next day pt discharged home in stable condition.